Event description:
It was reported that a persistent retro-auricular wound healing issue was observed after device implantation. As per additional information received, over the past 6 months many interventions were carried out to close the reoccurring fistula over the implant housing without success. The patient was explanted on (B)(6) 2014. Re-implantation is considered for (B)(6) 2015, the earliest.

Manufacturer narrative:
Not available for this device. Conclusion: device investigations, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely a persistent retro-auricular wound healing issue. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.